Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a vitality driver was received with the tip sheared off. There was no patient involvement at the time of discovery.